Event description:
The intra aortic balloon (iab) was inserted, after approximately 15 minutes the balloon pump started to alarm indicating that the catheter is kinked and the there was some rust color in the gas line which indicates that the balloon has ruptured. There was difficulty removing the ruptured balloon. Attempted to insert a new iab sheath, unable to advance the sheath in the right femoral artery. Removed the iab sheath and pressure was held to the site and a femoral stop was applied. Hemostasis attained and the patient was transferred to ccu. The next day the patient was stable and discharged.

Event description:
The intra aortic balloon (iab) was inserted, after approximately 15 minutes the balloon pump started to alarm indicating that the catheter is kinked and the there was some rust color in the gas line which indicates that the balloon has ruptured. There was difficulty removing the ruptured balloon. Attempted to insert a new iab sheath, unable to advance the sheath in the right femoral artery. Removed the iab sheath and pressure was held to the site and a femoral stop was applied. Hemostasis attained and the patient was transferred to ccu. The next day the patient was stable and discharged.